Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6295673, medical device expiration date: 2017-10-31, device manufacture date: 2016-10-21, medical device lot #: 7067940, medical device expiration date: 2018-02-28, device manufacture date: 2017-03-08, medical device lot #: 7135828, medical device expiration date: 2018-05-31, device manufacture date: 2017-05-15, medical device lot #: 7097550, medical device expiration date: 2018-03-31, device manufacture date: 2017-04-07, medical device lot #: 7125691, medical device expiration date: 2018-04-30, device manufacture date: 2017-05-05. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation.